Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: both the complaint device and a photo were received and evaluated. Upon visual inspection of the photo, the anchor was not in the inserter. This complaint can be confirmed. Upon visual inspection of the complaint device, it was observed that the anchor was not in place, and it was not received along with the device. The distal end of the inserter tip appeared to be deformed; this holds the anchor in place. No anomalies were found in the suture. A manufacturing record evaluation was performed for the finished device lot number: 116l902, and no nonconformances were identified. Based on the device received, this complaint cannot be confirmed and a root cause for the issue experienced cannot be determined. The damage observed to the inserter is consistent with applying excessive force while inserting the anchor beyond its intended use causing it to bend; this causes a problem holding the anchor in place; moreover, excessive force was applied on the suture lengths; moreover, excessive force was applied on the suture lengths. However, it cannot be conclusively affirmed. As per IFU- 109002; excessive tension may overload the anchor or suture. The lupine br anchor system requires application force (up to approximately 5 lbs.) To insert into the hole when properly aligned with the axis of the hole. If necessary, use a mallet to impact the proximal end of the inserter to implant the anchor. Apply tension (approximately 8 lbs.) On the suture lengths to set the anchor in the bone. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in china that during an unknown procedure on (B)(6) 2023, it was observed that the anchor pulled out when the suture was tightened on the lupine loop rapide anchor w/orthocord ds device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.